Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device was unable to fire, handle could not be squeezed, and the jaws locked on tissue, it was then removed by pulling back the black knob.